Manufacturer narrative:
Device evaluations of monitor sn (B)(4) and belt sn (B)(4) have been completed. As received, the belt passed incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. The monitor failed incoming testing. Upon evaluation, the r781 resistor was open. The cause of the incoming test failure is the open resistor. The open resistor is consistent with the external defibrillation as reported by the nursing staff. There is no indication that the open resistor caused or contributed to the patient's death.

Event description:
A us contacted zoll to report that a patient passed away on (B)(6) 2017 at 1:06 am while wearing the lifevest. The patient was in the hospital at the time of the event. The hospital staff reportedly attempted resuscitation, but were unsuccessful. Review of the download data surrounding the event indicates that the lifevest detected asystole on (B)(6) 2017 at 22:51:05. The lifevest then delivered two shocks during an idioventricular rhythm at 100bpm at 22:03:32 and 22:03:56. Intermittent cardiac activity and the accelerated idioventricular rhythm contributed to the false detection. The rhythm after the second shock transitioned to asystole and the device was disconnected on (B)(6) 2017 at 00:23:08.